Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia, with continuous glucose monitor (cgm) at 238 mg/dl and confirmatory fingerstick at 213 mg/dl after an initial low fingerstick caused by improper technique. The user was using a teflon infusion set without leaks, tubing primed appropriately, and the glucose rise followed a meal, with corrections initiating shortly thereafter. Symptoms included hyperglycemia with associated distress. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface and fingerstick technique. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.